Event description:
Sorin group received a report that an s3 double roller pump, mast-mount, displayed error messages, had irregular pump rotations then stopped during a procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double roller pump, mast-mount. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double roller pump, mast-mount. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that an s3 double roller pump, mast-mount, displayed error messages, had irregular pump rotations then stopped during a procedure. The equipment was returned to sorin group (B)(4) for evaluation. No problem could be found with the s3 tandem potentiometer. All functional testing ran without faults. The potentiometer was testing according to final inspection. It was integrated in a test system and functionally tested with no deviations identified. The potentiometer was scrapped for safety reasons. In addition, for safety reasons, the sorin service representative replaced two speed potentiometers and the front panel on site. No further reports have been received since this action. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.